Event description:
It was reported, after the physician implanted the valve he tried to rotate it with forceps rather than the holder/rotator and a leaflet fractured. A small piece of the fractured leaflet was not recovered. The valve was replaced with another 17mm regent valve.